Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9676 batch unk was received for investigation. The device was received stuck inside the ar-9597-10, batch 37622109 functional testing cannot be performed because the devices arrived stuck together for evaluation. Visual inspection found damage like nicks in the hundon connector. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to seize from functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user do this during normal clinical use. When used normally, this issue is unlikely to present itself, which suggests that the handling of the device has a large impact on whether or not it will seize. For this reason, the direct cause is considered to be misuse of the device. The complaint allegation was confirmed.

Event description:
On 05/07/2025, it was reported by a sales representative via (B)(4) that an ar-9597-10 reamer sleeve and ar-9676 reamer drive shaft are stuck. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.